Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant of the cardiac resynchronization therapy defibrillator (crt-d) system the patient was diagnosed with a deep vein thrombosis. The patient was started on anticoagulants. It was also reported that crt-d implant site incision had opened. The incision site was cleaned and taped closed. The crt-d system remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.